Manufacturer narrative:
The evaluation of the returned sample found the acrylic base had detached from the nd handle valve body. The acrylic base is welded to the valve body. Visual inspection noted the weld appeared incomplete. This allowed the base to detach as was reported. The base assembly includes two springs that allow for compression and retraction of the suction and irrigation buttons. The internal springs are under tension when assembled in the valve body. When the valve body detached, the tension from the springs allowed the components to release. Based on our evaluation we have identified the most likely root cause to be manufacturing related. As reported, no harm presented as a result of the detached components. To date, this is the first complaint for this production lot of (B)(4) units released for distribution in april of 2018. A review of the manufacturing records was performed and found that this lot was manufactured to specification. A review of complaint history finds this to be the only report of a detached base for the x-stream tubing sets. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported by the user facility that the x-stream tubing set was used successfully for about an hour during a laparoscopic cholecystectomy "when the small piece directly opposite to the trigger/buttons of suction irrigator flew off and struck the resident in the trachea". The attending physician had the instrument in her hand but wasn¿t sure that she was actually pressing on either button (suction or irrigation) at the time of the event. Another device was opened to complete the case. The sample return identified a detachment of the base of the nd handle below the suction/irrigation button. There was no harm that presented as a result of the problem experienced.